Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient is currently not using the device despite device testing within normal limits. The recipient was prescribed pain medication and antibiotics (type unknown). Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient continues to experience pain. Programing adjustments have been made with improvement noted. The recipient has resumed device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent programming adjustments and an injection of unspecified anesthetic in the area that was most painful. The discomfort has improved significantly and the recipient has resumed device use. The clinic will continue to monitor the recipient according to their standard protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing pain around the implant. Local anesthetic (type unknown) has been prescribed. The recipient has reportedly ceased device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced an infection. The recipient's infection is not device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.